Event description:
It was reported that the customer did not factor in enough grams for a meal. The customer's blood glucose (bg) level subsequently increased to 527 mg/dl. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.